Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
It was reported via an article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #27: the procedure was to treat a proximal right coronary artery. The patient presented with an st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 3.0 x 15 mm unspecified balloon catheter inflated to 12 atmospheres. A 3.5 x 23 mm absorb scaffold was deployed at 16 atmospheres. Post-dilatation was performed with a 4.0 x 20 mm unspecified balloon catheter inflated to 16 atmospheres. The patient was placed on ascal and prasugrel for dual antiplatelet therapy. On an unspecified date, the patient presented with a myocardial infarction (mi) and angiography confirmed very late scaffold thrombosis. It was not reported how the thrombosis was treated. The patient's dual antiplatelet therapy was changed to clopidogrel. No additional information was provided.